Event description:
The tightening mechanism was damaged. The defect was detected during surgery. There was no patient injury or surgery delay reported. Additional info has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported info.